Event description:
This 55 yr-old black male was admitted to hosp on 01/15/1997 with a 36% total body surface area burn on back, left lower leg, and perineum. Past history included diabetes, and stage renal disease, smoking, and previous burns. Patient diagnosed with sepsis on admission and antibiotics started. There were several sites of infection prior to dermagraft-tc (d-tc) placement at the third surgery on 03/27/1997. Pseudomonas and staph.were in urine on 2-4 and in blood on 2-21. Left chest cultured strep. Group d enterococcus on 2-24. The back cultured positive for pseudomonas on both 3-6 and 3-16. On 2-17 a below knee amputation was performed on left leg due to gangrene. Multiple antibiotics were used. Due to slow healing of previously autografted sites and breakdown of donor sites, wounds were execised on 3-27 with d-tc applied over donor sites on legs and over 4:1 meshed autograft on back. Other sites continues to culture positive (ear and sputum for pseudomonas on 4-2 & 4-3). On 4-4 there was a yellowish appearance with odor under d-tc on back, and culture of back on 4-14 positive for pseudomonas. On 4-7 (post-op day 11)d-tc was peeled from autograft on back to reveal completely healed interstices. On 4-11 (post-op day 15) d-tc was removed from the donor sites as healing occurred. The infections that were cultured from the sites covered by d-tc consistent with pre-existing infection, and d-tc was associated with excellent healing despite the presence of infection. In the physician's opinion d-tc was not the cause of the infection.